Event description:
The customer reported to olympus, the hd camera head displayed a black screen. The issue was found during pre-procedural inspection for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a displayed black screen due to a faulty charged coupled device, as well as a smashed connector pin. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed likely occurred due to failure of the charged-coupled device (ccd). The cause of the faulty ccd could not be identified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.